Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the subject was exited and the device was explanted on (B)(6) 2015. It was also noted that the longer charging intervals were expected with the patient's settings/programs that were in use at the time. Although, these settings/programs were working well for the patient, the patient felt that the charging intervals were unacceptable.

Event description:
The patient reported they were charging too frequently. The patient was charging their implantable neurostimulator (ins) 100% full. The patient reported that it took too long to charge the stimulator. This had been happening for about 3 months. The patient reported getting 8 coupling boxes during the call and noted that she normally got 6-8 coupling boxes. The issue was that the patient had to charge her implant every night for an hour and a half or an hour and 45 minutes and the patient used to only charge every other day for 45 minutes. It was explained to the patient how settings in the ins can affect how often the patient had to charge. The patient reported that when she charged the implant, the programmer said that the charge is full but the recharger said it was at 80% complete and the last 20% took an hour and a half or an hour and 15 minutes to charge that last bit up. It was explained that the programmer only gives estimates of 25% increments and this sounds like normal operation of the equipment. It was suggested to follow up with the doctor about this issue. The patient later reported that it seemed to have started about the time; the rep changed the program to the silent setting. The rep tried to change the program, to use less power but didn¿t change how it recharged. The rep switched out the recharger. The patient noted that nothing had changed; they were still charging every night for an hour and a half. The doctor recommended replacing battery. There were no patient symptoms reported. The indication for use was spinal pain. Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) was replaced with a non-manufacturer device to reduce the charging intervals. The patient was exited from the study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.